Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2396, awareness date 03-nov-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012. Since the time of essure was implanted she has experienced a long list of adverse symptoms. She eventually ended up in the emergency room with unbearable pain and a CT scan revealed that one of the coils had migrated and was lodged in her uterus. Because of this she has had to go in for surgery to get the essure removed. She had to have a total hysterectomy and bilateral salpingectomy that she is now recovering from. Essure has made her completely miserable and has stolen her quality of life for the last 3 years. Product technical complaint (ptc) investigation result: (B)(4). Final assessment for cases where a device failure during insertion is reported we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that the final product testing was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment based on the available information there is no relationship between reported medical events and quality defect. Company causality comment this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted. Approximately 3 years later, she underwent a total hysterectomy and bilateral salpingectomy because one of the coils had migrated and was lodged in her uterus. The reported event is listed according to essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus/cervix or out of the body) or dislocation into the peritoneal cavity. In this case, although the exact mechanism of the reported device expulsion is not known; given its nature; causality with the suspect device cannot be excluded. Additionally, unspecified adverse symptoms were reported. This case was regarded as incident, since device removal was required (surgical intervention required). Based on the available information there is no relationship between reported medical events and quality defect. No active follow-up will be pursued, since this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.